Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Incorrect joint behavior: no stance phase resistance after some time while walking on level ground. During normal walking in the apartment the joint was suddenly free.

Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.